Manufacturer narrative:
Device trace download analysis confirmed the device alarmed low battery alert and battery power loss alarm. The adapt indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert and battery power loss alarm due to connector resistance issue on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm and pump error alarm. Customer stated that they did not received low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.